Event description:
Customer reported subtraction images are too dark during playback. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and calibrated the camera for proper density. System operates as intended. This MDR is related to ge healthcare.